Event description:
A report was rec'd that a pt went to the ER for treatment for his pocket site that was oozing with suspected infection. The implanting physician was contacted and prescribed the pt antibiotics. At a follow up visit, the physician stated that everything looks fine and there is no infection.